Event description:
It was reported that the patient could not connect her remote control to her deep brain stimulator (dbs), and was experiencing rapid battery depletion. The patient had undergone an implant of a second dbs lead in which electrocautery was used during the procedure, believed to have caused damage to the stimulator. The problems started following the procedure. A review of the implantable pulse generator (ipg) database indicates that the device was working as expected prior to the implant procedure, and did not appear to be working as expected after the second lead was implanted. This supports that the ipg may have been accidentally damaged during the medical procedure. The patient underwent an ipg replacement procedure and is doing well post-operatively.

Manufacturer narrative:
The returned implantable pulse generator was analyzed, and the reported complaint was confirmed. The internal circuit exhibited excessive quiescent current leakage, and no hot spot was found. The database analysis could not be performed due to the device damage. The application-specific integrated circuit u2 was damaged. Exposing the implantable pulse generator to high-voltage transients or high radio frequency energy can cause this type of damage. The instruction for use label review was performed and it did not reveal any anomalies as it states electrocautery can transfer destructive current into the deep brain stimulator leads and-or stimulator. Electrocautery probes must be kept a minimum of 1 inch away from the implanted device.

Event description:
It was reported that the patient could not connect her remote control to her deep brain stimulator (dbs), and was experiencing rapid battery depletion. The patient had undergone an implant of a second dbs lead in which electrocautery was used during the procedure, believed to have caused damage to the stimulator. The problems started following the procedure. A review of the implantable pulse generator (ipg) database indicates that the device was working as expected prior to the implant procedure, and did not appear to be working as expected after the second lead was implanted. This supports that the ipg may have been accidentally damaged during the medical procedure. The patient underwent an ipg replacement procedure and is doing well post-operatively.